Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The patient comes for a check-up due to wet dressings around the nephrostomy. It turns out that the leak is from the catheter's white connector itself and not between the catheter and the collection the hose. Decision on change. Gidewire are inserted into the renal pelvis. When the catheter is extracted, bleeding from the catheter hole is obtained. The catheter was changed to a 10 french catheter minipigtail, thus a size larger than before to possibly tamponade the bleeding.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. According to the customer, after third notification, sample was not returned to argon. The complaint was closed. No corrective required at this time. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
The patient comes for a check-up due to wet dressings around the nephrostomy. It turns out that the leak is from the catheter's white connector itself and not between the catheter and the collection the hose. Decision on change. Gidewire are inserted into the renal pelvis. When the catheter is extracted, bleeding from the catheter hole is obtained. The catheter was changed to a 10 french catheter minipigtail, thus a size larger than before to possibly tamponade the bleeding.